Event description:
It was reported that biomed got the arctic sun device back from being repaired/in-serviced, but it is now "messed up". Biomed stated that there were gaps between the casing and the casing was not fitting correctly as per evaluation summary update received on 07sep2023. Unit came back with damage unknown need to replace connector panel assembly, with switch and new labels.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed got the arctic sun device back from being repaired/in-serviced, but it is now "messed up". Biomed stated that there were gaps between the casing and the casing was not fitting correctly. As per evaluation summary update received on (B)(6) 2023. Unit came back with damage unknown need to replace connector panel assembly, with switch and new labels.